Event description:
Patient received a total knee and has experienced pain with weight-bearing ever since. Arthroscopic surgery revealed scar tissue inside and outside the joint and a recent bone scan detected questionable; mild loosening.